Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for normal follow-up. Device interrogation showed erroneous messages that the patient had received multiple shocks when there were no shocks. A subsequent interrogation the next day showed that the device was in backup vvi mode and could not be interrogated further. The device was reprogrammed. During a follow-up interrogation two months later, all parameters were normal and there were no further episodes. The patient was fine.